Event description:
It was reported that the pairing process would not end. The sensor was inserted into the abdomen on (B)(6) 2021. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined. In addition, signal loss over one hour was found in connection to the reported allegation. The reported event of it the pairing process would not end is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pairing process would not end. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined . The reported event of a it was reported that the pairing process would not end. Is reportable based on the finding of signal loss over an hour in the investigation window. No injury or medical intervention was reported.